Event description:
It was reported that this inflatable penile prosthesis lost fluid. The patient underwent surgery and the device was replaced with a malleable prosthesis. There were no patient complications.